Manufacturer narrative:
A field service engineer (fse) conducted a site visit was able to confirm the problem by reviewing the error log as well as getting error when running tt 3 cups. Fse initially attempted to correct errors by replacing the eki board, but error persisted. Fse identified an intermittent connection inside sample nozzle. Fse replaced the sample nozzle which resolved the issue. Fse validated the analyzer by running approximately 45 tt 3 cups with no errors and the customer performed quality control (qc) and ran patient results with results in range. The aia-900 is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. The aia-900 operators manual under section 12: flag and error messages states the following: [2062] tip removal error cause: a tip was detected during the tip removal check. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: if the trouble reoccurs, contact the tosoh local representatives. The most probable cause of the reported event was due to failure of the sample nozzle.

Event description:
A customer reported getting specimen level detection flags as well as 2062 tip removal error. The customer cleaned the sample nozzle and verified the waste bin is not full but error persist. The analyzer is down. A field service engineer (fse) was dispatched to address the reported issue which caused delay in reporting cardiac troponin I (ctnl 2) patient samples. There was not indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.